Manufacturer narrative:
(B)(6). (B)(4). Study name: (B)(6) postmarket. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform was implanted during a pelvic floor reconstruction with xenform including apical vault suspension and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced cystitis. She was treated with macrobid and the event resolved with no sequelae on (B)(6) 2015.